Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case intermittently fell causing multiple infusion sets to be pulled out. There was no known impact to the customer's blood glucose. A new case will be sent to the customer. Customer reported supplies would be changed and insulin therapy would be resumed via the pump.